Event description:
It was reported that the core impaction drill heated up during a case. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the device and it was returned to the user facility.